Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, she believes the insulin pump was over delivering insulin. Customer's blood glucose was 1.3mmol/l, treated with juice. Customer stated the device had alarmed compromised force sensor system. Customer stated that it sticking up slightly, however the drive support cap was reported normal. She didn't recall pressing the cap while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.